Event description:
After having essure procedure I have had numerous reproductive system problems such as heavy bleeding that required hormonal treatment to control, severe tiredness, mood swings, lethargy, and just a general feeling of not feeling quite right. I have severe labor type cramping on a regular basis to the point I have to miss work and hire childcare for my children because I am unable to function in so much pain. I have also experienced outrageous weight gain. Reason for use: birth control.